Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient is reported as having atrial lead impedance changes from greater than 2000 ohms to 500 ohms in the bipolar configuration. The patient has also reportedly shown noise and loss of capture events on the atrial lead. Lead to be evaluated further. Device remains implanted.